Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient felt a shocking sensation in ¿weird places.¿ the patient felt like the device had not worked as well since. The patient thought that this was caused by their charging issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the issues was that their equipment was old and was not charging to 100%. It was reported that the patient was going to have their implant replaced. No further complications reported/anticipated.